Event description:
This sleep apnea patient was prescribed use of a CPAP -continuous positive airways pressure device- with a nasal pillows interface. Use of the products in the prescribed manner has resulted in separation of both the upper and lower front teeth. There is no warning of this positive adverse outcome, even though use of a retainer when connected to the device could prevent the adverse outcome. Other sleep apnea patients using similar systems have reported this adverse outcome. Since neither the patient nor the patient's dentist is likely to associate an unexplained development of a gap between the front teeth with the use a CPAP system, many cases probably go unreported. Many prescribing physicians are unaware of this effect, and thus cannot warn their patients or provide them with information on how to prevent it from occurring. Dose or amount: 20 cm h2o, frequency: nightly, route: nasal. Dates of use: 2007 - 2009. Diagnosis or reason for use: sleep apnea.